Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that black marks appeared on the screen after the meter was dropped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were issued to the patient.